Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through review of the available autologs report which revealed a gradual decrease in power consumption and estimated flow starting on (B)(6) 2020 and 13 low flow alarms logged since (B)(6) 2020. Information received from the site indicated that a computerized tomography (CT) scan revealed compression/occlusion of the outflow graft and a thrombus was suspected. A stent was placed in the outflow graft, after which it was reported that flows improved. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 357996-7717h6 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿outflow graft. Model #: 1125, catalog #: 1125, expiration date: unk, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: unk. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had exhibited low flows. The patient was given an echocardiogram, transthoracic echocardiogram (tee), and a computerized tomography (CT) scan. The echocardiogram came back normal, but the CT revealed that there was a compression/occlusion of the outflow graft, which was suspected to be a thrombus. The patient was brought to the interventional radiology (ir) lab and a stent was placed in the outflow graft. The ventricular assist device (vad) and outflow graft remain in use. No further patient complications have been reported as a result of this event.